Manufacturer narrative:
This report is being submitted after the initial 30-day reporting period deadline; it is part of a corrective action being implemented per internal document CAPA-(B)(4) for outside us like products reporting. This initial and final emdr is being submitted to FDA for outside us like products reporting. The device was returned to the manufacturer, and the product investigation was conducted. The results are listed below: the iol was released from the injector. The trailing haptic was torn at the root and it was found at the nozzle of cartridge tip. The torn haptic was stuck between rod and nozzle. There were no abnormalities found on the slider and screw. Trace of lubricant was found inside the injector tip. Review of the production records showed no nonconformities and/or deviation from the specifications. The exact root cause of the tucking failure of trailing haptic cannot be ascertained. Risk analysis conducted on the product line and failure code is noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time, and no CAPA is required as part of the product evaluation.

Event description:
Trailing haptic is not folded correctly. Implantation is done - but the haptic breaks off and the lens must be cut and removed.